Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, when attempting to deploy the clip, resistance was felt. Only the first centimeters of the sheath could be split to deploy the clip. After turning the whole starclose se device about 49 degrees, the sheath could be split and the clip was successfully deployed to achieve hemostasis. There was no reported adverse patient effect. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.